Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose was low and that he had treated based off a sensor reading. The blood glucose ran as low as 42 mg/dl due to this. The customer treated for this and declined troubleshooting. The insulin pump was not replaced or returned for analysis.